Event description:
Customer reported a past high blood glucose (bg) event, though the specific highest bg level was not known, only indicated as "high." Cause was not known. To address the high bg, the customer administered a correction bolus via the pump. It was noted that the control iq feature was active at the time of the event, and there were no frequent or recurring high bgs reported. Technical support advised the customer to consult with a healthcare provider to discuss potential factors affecting bgs, and the customer understood and acknowledged this recommendation.